Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had pump error alarms. Blood glucose level was 223 mg/dl at the time of the incident. Customer was not able to rewind the pump. The insulin pump will be returned for analysis.